Event description:
The customer contacted philips with a request to obtain information after an adverse event occurred involving a patient code.

Manufacturer narrative:
The customer contacted philips with a request to obtain information after an adverse event involving a patient code. The customer indicated that they thought the patient's family may pursue a lawsuit. There was no allegation of a product malfunction, and the hospital risk manager indicated that there was no delay in treatment. The device is not considered to be a factor in this incident. The customer requested assistance from philips in order to obtain data demonstrating the condition of the patient prior to the incident. The patient had an unexpected change in condition for which they were doing a review. No product malfunction was alleged and the available information does not support that a malfunction occurred. There is no indication of a user error. The customer was able to obtain the retrospective data they needed and did not require any further assistance from philips. No further investigation or action is warranted.